Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of reservoir leaking into their insulin pump. The customer's blood glucose level was unknown. The customer states there was insulin between the two o-rings. Troubleshoot was conducted. The reservoir was not able to be returned because the customer had thrown it away. Troubleshoot was ended because the customer hung up.